Event description:
The customer reported that the 9600 system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The system was repaired and is operating as intended. No further repair info is available.